Event description:
Olympus was informed that the forceps would "blanch" the tissue and cause excessive bleeding. The user facility stated that they went through three boxes before they changed to a different lot number. Procedure was completed with the same type of forceps but different lot number. There was no report of patient injury.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Per the user facility, this has been an ongoing problem over the last month. All the procedures were diagnostic colonoscopies with polypectomy. The phenomenon occurred when the user was cauterizing the polyp. The area would bleed a lot but no intervention was performed to stop the bleeding. All the procedures were finished with another lot of forceps. The site used a valley lab force fx electrosurgical generator (esg). The esg was checked by biomed and was functioning appropriately. No device was returned for evaluation. This report is being submitted as a medical device report in an abundance of caution.